Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly and the wake button was not working. There was no reported adverse impact to the customers blood glucose level. Customer declined follow up from tandem technical support and further information was unable to be obtained.